Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient having a bad cough. Additionally, the patient alleges severe dry mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information of being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient having a bad cough. Additionally, the patient alleges severe dry mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer has additionally been contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, dizziness and/or headache, nausea/vomiting, asthma (new or worsening), inflammatory response, liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. After review of additional information, this report will now be filed as an adverse event. Corrections have been made as follows: section b. Adverse event/product problem changed to "both", outcomes attributed to ae changed to "other", event date changed from 10/29/2021 to 10/12/2023; section e reporting address information updated; section h. Type of reported complaint changed to "serious injury", recall (z) number changed from res 88058 to z-1974-2021. Coding has been updated accordingly.

Manufacturer narrative:
Device not returned to manufacturer.